Manufacturer narrative:
Evaluation summary: based upon the injury information received visual and functional examination: the unit was found to require the uniboard to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported that the scm12 control module does not recognise holster. Please evaluate for recertification. The unit is not used for human use.